Event description:
The patient reported that on the evening of (B)(6) 2012, her blood glucose (bg) was 20 mg/dl and she was confused and disoriented. The patient stated that her husband treated with glucose tablets, and her bg was up to 449 mg/dl at midnight. The patient reported that the morning of (B)(6) 2012, her bg was 269 mg/dl and that after multiple corrections, her bg then dropped to 60 mg/dl, and she self-treated with glucose tablets. Customer support reviewed the pump with the patient and found multiple possible causes or contributors to the reported erratic bgs. A review of the pump history indicated that the patient was stacking insulin by delivering boluses for both carbohydrate intake and for elevated bgs in a short time frame. Stacking of insulin can lead to low bgs. Customer support determined that the elevated bgs may be caused in part by overcorrection of the low bgs with glucagon on glucose tablets. The patient admitted that she manually primes the tubing by pushing on the cartridge plunger while she is still attached to the tubing. Customer support advised the patient that this is incorrect technique. The user guide also instructs the patient to never be attached while priming. Troubleshooting indicated that basal rates and boluses were delivered as programmed. The patient noted that she was using a temp basal program, but a review of the pump history indicated that the temp basal had not been in use as far back as (B)(6) 2012. Troubleshooting indicated no mechanical issues with the pump, however, the pump is being replaced due to the patient's health care provider's insistence. Customer support advised that the patient discontinue insulin pump therapy and switch to a back-up plan until additional pump training could be provided due to multiple instances of use error that caused or contributed to the reported erratic bgs. This complaint is being reported due to the patient's alleged hyperglycemic event on (B)(6) 2012 while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.